Event description:
"Lifeshield blunt tip needle device was prepared to flush a peripheral reseal IV site after giving a medication. 18-gauge blunt tip needle was noted to have a smaller piece of metal (loose) within the shaft of the needle. Loose metal approx 0.2mm long was inside bore of 18-gauge needle". The customer was contacted for add'l info. It was reported that "the nurse had just flushed the y-port" using the device with an unspecified amount of solution. Reportedly, no difficulty or resistance was met. The blunt tip cannula was pulled back out of the y-port. At this time, the nurse noted a "cylindrical piece of loose metal was sticking out" of the cannula. There was no reported adverse pt event. Though requested, no add'l info was available.